Manufacturer narrative:
(B)(4). At the time of this report, the device sample has not been returned. This investigation is in progress.

Event description:
The customer alleges that the cuff leaked during functional testing prior to use on a patient. Another tube was used for the operation. No report of harm or injury to patient.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and both cuffs were inflated to 25mbar with a calibrated endo test meter. The cuffs remained inflated. They were then immersed in water and no air bubbles were detected, indicating there were no leaks. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the cuff leaked during functional testing prior to use on a patient. Another tube was used for the operation. No report of harm or injury to patient.